Event description:
It was reported patient underwent a left manipulation under anesthesia post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed due to lack of product/information. Review of the reported event by a health care professional found: arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The device history record was not reviewed due to lack of part and lot/serial identification. Root cause has been identified as unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.